Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product serial number is unknown. Further information was requested but not received.

Event description:
It was reported that the patient presented with t-wave oversensing on the implantable cardioverter defibrillator. No intervention was performed. The patient was in stable condition.